Event description:
It was reported that the clips in were not opening when reloading. This was tested off the vessel within the peritoneum a few times with similar results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and with the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier. It was observed that the first clip had a broken hook. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The pusher head at the distal end of the feeder was also bent due to the clip stacking. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, which was the case for this sample. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not opening when reloading" was confirmed based upon the sample received. The sample was returned with its rotation tab bent and with the first clip out of position in the channel. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier. It was observed that the first clip had a broken hook. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The pusher head at the distal end of the feeder was also bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, which was the case for this sample. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips in were not opening when reloading. This was tested off the vessel within the peritoneum a few times with similar results.